Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.

Manufacturer narrative:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For one set of data (inratio = 3.3, sah = 1.5) the lab value was outside the confidence limits for inr testing. Products will be tested.